Event description:
The below report was received by (B)(6) (reference number: (B)(4)) on 27-jul-2022. The most recent information was received on 27-jul-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdomen pain") in a 53 year-old female patient who had essure inserted (lot no. C68790). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2022 she experienced abdominal pain lower (seriousness criterion medically important), musculoskeletal pain ("muscle and joint pain"), back pain ("back pain") and fatigue ("fatigue"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to musculoskeletal pain, back pain, abdominal pain lower or fatigue. The following amendment was made: upon internal review the adverse event was upgraded to serious, imdrf code updated and incident category of overall case was upgrade from non-serious incident to serious incident. No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 27-jul-2022. The most recent information was received on 16-aug-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdomen pain") in a 53 year-old female patient who had essure inserted (lot no. C68790). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On (B)(6) 2022 she experienced abdominal pain lower (seriousness criterion medically important), musculoskeletal pain ("muscle and joint pain"), back pain ("back pain") and fatigue ("fatigue"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to musculoskeletal pain, back pain, abdominal pain lower or fatigue. Lot number: c68790. Manufacture date: 2014-06-26. Expiration date: 2017-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 16-aug-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 27-jul-2022. The most recent information was received on 05-aug-2022. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('lower abdomen pain') in a 53-year-old female patient who had essure (batch no. C68790) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2022, the patient experienced abdominal pain lower (seriousness criterion medically significant), musculoskeletal pain ("muscle and joint pain"), back pain ("back pain") and fatigue ("fatigue"). Essure treatment was not changed. At the time of the report, the abdominal pain lower, musculoskeletal pain, back pain and fatigue outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, back pain, fatigue and musculoskeletal pain with essure. Lot number: c68790. Manufacture date: 2014-06. Expiration date: 2017-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 5-aug-2022: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 27-jul-2022. The most recent information was received on 15-aug-2022. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('lower abdomen pain') in a 53-year-old female patient who had essure (batch no. C68790) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2022, the patient experienced abdominal pain lower (seriousness criterion medically significant), musculoskeletal pain ("muscle and joint pain"), back pain ("back pain") and fatigue ("fatigue"). Essure treatment was not changed. At the time of the report, the abdominal pain lower, musculoskeletal pain, back pain and fatigue outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, back pain, fatigue and musculoskeletal pain with essure. Lot number: c68790. Manufacture date:2014-06. Expiration date: 2017-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-aug-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.